Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation concluded that the reported failure to adhere or bond to leaflets appears to be related to patient morphology/pathology. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve tissue damage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. A conclusive cause for the reported tissue damage cannot be determined; however, the reported worsening mr appears to be related to the tissue damage. There is no indication of a product quality issue with respect to design, manufacture, or labeling. Mitraclip 50516u159 referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because post clip deployment the clip moved, tissue damage was noted and mitral valve replacement surgery was performed, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, and challenging anatomy due to prolapse of the posterior leaflet. Clip 50516u159 was deployed without issue, reducing mr to 3. Clip 50516u157 was deployed; however, after deployment the clip turned/moved slightly, but remained attached to both leaflets. Mr remained at 3 and it was noted that there was tissue damage on the posterior leaflet medial to the deployed clips. Clip 50615u133 had no difficulty grasping the leaflets; however, mr could not be reduced. The physician believes that mr could not be reduced due to the damaged leaflet; therefore, the third clip was not deployed and mitral valve replacement surgery was performed the same day with no reported adverse patient sequela. There was no additional information provided.